Event description:
It was reported that the insulin pump case was cracked but had not been dropped or bumped. The drive support cap was not damaged and there was no car accident. The blood glucose reading was not given. The crack was on the edges of the display screen. Nothing further was reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window and cracked battery tube threads.